Manufacturer narrative:
Helpline support team reported that the user was seeing that the temp target line sloping down over a period of time in daily report. "Complaint summary: helpline support team reported that the user was seeing that the temp target line sloping down over a period of time in daily report. Investigation/testing summary: an attempt was made to reproduce the issue by generating the daily report for the provided user from carelink support application and confirmed that the issue was reproducible. Created an internal jira ticket to carelink development team for further investigation (https://carelink-jira.corp.medtronic.com/browse/cpfib-215). Carelink development team identified this as a bug which required a code fix to resolve the issues. The software did not adhere to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version (B)(4). (Most likely) root cause: the root cause of this issue is because of the temp target value being reset after 720 mins. Analysis summary: carelink development team updated the temp target reset value to max duration for fixing this issue. The change was deployed in praas ( pro-as-a-service) version 5.12. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the care link report anomaly. It was reported that the temperature target decreases slowly in the report. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the app. The device will not be returned for analysis.